Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported a pt with trace diffuse lamellar keratitis (dlk) and decreased vision at lasik post-operative visit. Additional info indicated the pt's topical steroid dosage was increased. Additional info has been requested. This report references the left eye. An additional report will be filed for the right eye.